Manufacturer narrative:
Over the course of the investigation four (4) attempts to contact the customer to obtain additional information and to request the device be returned for evaluation have been unsuccessful. Upon review of the device history records for the serial number, (B)(4), it was determined that the device was manufactured on 12/22/2015 and the one (1) year warranty period has expired. The video baton was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the screen went black. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.